Event description:
It was reported that this lead was explanted due to a dislodgement presented, which was able to be confirmed through x-rays. During the revision the physician decided to use a new lead. No additional adverse patient effects were reported.